Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient reported stimulation intensity gets zero out, patient only makes adjustments per titration. Also patient can't recharge beyond 70%. Technical services(ts) recommended that representative meets with patient to further investigate why therapy setting changed to 0 amplitude. Ts recommended that patient implant battery deplete to therapy not available before recharging again, to see if the battery level will reset and allow patient to recharge beyond 70%.

Event description:
Additional information was received from the health care provider (hcp). The provider responded there was no specific trigger; event reported. Provider was asked what actions/interventions were taken to resolve the issue. Provider responded patient had in-clinic appointment on (B)(6) 2024 followed by in-clinic appointment with medtronic for reprogramming. Follow up visit with the doctor on (B)(6) 2024 and more reprogramming was done on (B)(6) 2024. Pt was instructed that if they continue to have issues, can consider changing out battery to non-rechargeable. No further contact from the patient. Patient's weight at time of event was 61.4 kg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.